Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Reason for mesh implantation: stress urinary incontinence procedure (s) performed: mid urethral transvaginal transobturator tape, bard (uretex), cystourethroscopy operative findings: no evidence of perforation. A bladder polyp was identified on the anterior surface. Complications :- outcome attributed to the mesh: pain, erosion, infection, urinary problems, recurrence and vaginal scarring, uti mesh revision surgery: (B)(6) 2012: underwent cystoscopy with laser lithotripsy and possible laser resection of foreign body if identified for bladder calculus under general endotracheal tube anesthesia.